Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with unresponsive buttons due to corroded keypad traces. No button error alarm noted. The device also was received with minor scratched display window, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube, and cracked belt clip slot.

Event description:
It was reported that the insulin pump alarmed button error after a battery change. Customer's blood glucose reading at the time of the call was 109 mg/dl. No further information reported.